Event description:
It was reported the pt is experiencing intermittent communication with his charger and is unable to charge his ipg. Replacement charging systems were unable to resolve the issue. An sjm rep met with the pt and confirmed the issue. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.